Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the user error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 6/8. The nurse (rn) was not near the hc and was unsure of the cause. The patient did not disconnect at any time prior to the alarm. The bags were properly spiked and connected. There were no patient extension lines being used or open clamps on any unused supply lines. Proper procedures per the user manual were reviewed with the caller. The sample was discarded and lot number was unknown. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported incident. The pd nurse stated the home patient was confused and disconnected himself and then reconnected. The home patient was instructed to end therapy, discard the sample and start over with new supplies. A companion sample is not available. There was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.